Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012192782); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with mild aortic reg urgitation, a maximum aortic velocity of 6.0 m/s, and a frailty scale score of 3, coronary protection was implemented in the left coronary artery due to a narrow sinotubular junction. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient, advanced to the annulus, and the valve was deployed. At 80% deployment, a sinus of valsalva occlusion was noted, and it was observed that blood flow to both coronary arteries was reduced. Per the physician, both the left and right coronary artery were at risk of being blocked by the valve placement. The valve and dcs were withdrawn from the patient and the access site was closed. The pre-existing mild aortic regurgitation remained unchanged and hemodynamics were stable following the aborted procedure. No additional adverse patient effects were reported.